Event description:
On (B)(6) 2012, it was reported that this vns patient was complaining of pain at the generator site. The pain began one week prior to the report ((B)(6) 2012). The patient and caregiver could also feel the device moving. There was no trauma or injury to the area. The patient was not scheduled to see her physician for some time as she only sees him every six months. It was also reported that the patient experienced an episode of increased seizures around the time that the pain began. On (B)(6) 2012, the physician's office reported that they were aware of the patient and the increase in seizures on (B)(6) the patient's caregiver reported that, per the physician, the device was working, and x-rays were taken. The patient had not had any additional complaints of pain. On (B)(6) 2012, the physician's office stated that x-rays were taken and appeared to be within normal limits. The physician stated that the pain was not related to vns and would just watch the patient for now. On (B)(6) 2012, additional information was received that the surgeon was not able to determine the cause of pain. The surgeon said that he would replace the generator with a smaller model; however, replacement was not planned for a couple of years. The pain had gone away at this time. Attempts for additional information are underway.

Event description:
A fax was received on (B)(6) 2012 from the patient's physician. The increased seizure level varied and was difficult to report as the patient and staff were poor historians. The patient had both epileptic seizures and pseudoseizures. The increase in seizures was only in psuedoseizures. It was also stated that there was no generator migration.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.